Event description:
Major pump unit(s) involved: device thrombosis.specific component(s) involved: pump drive unit malfunction.

Event description:
Major pump unit(s) involved: device thrombosis. Additional text: sizable clot in inflow stator. Specific component(s) involved: pump drive unit malfunction. Additional text: sizable clot in inflow stator. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of pump.